Manufacturer narrative:
Investigation: bd had received samples and photos were provided by the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for plastic debris on the cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, "before use, the customer found 3ea msn have light green-fm on the IV cannula."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, "before use, the customer found 3ea msn have light green-fm on the IV cannula."